Event description:
It was reported that the left ventricular (lv) lead had been surgically abandoned due to unknown reasons. The lead was replaced with a non-boston scientific lead. No additional adverse patient effects were reported.